Event description:
It was reported that removal difficulty was encountered.. Access was obtained via right femoral artery. The target lesion was located in the left circumflex (lcx) artery. An omega¿ stent was deployed and upon removal of the delivery system, they were unable to withdraw the delivery system into the guide catheter. The procedure was completed with this device. No patient complications were reported and patient's condition is stable.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of an omega stent delivery system (sds) with a y-adapter and the convey guide catheter. The omega device was inside of the lumen of the convey device; as received. The omega device was protruding 23cm from the hub and 17cm from the distal tip of the convey device. There was contrast in the inflation lumen and balloon and blood in the guidewire lumen. The balloon was loosely folded. There were numerous kinks throughout the hypotube of the device. Microscopic examination revealed that the distal shaft was necked/stretched 2mm ¿ 4mm distal of the exit notch and that the inner shaft was buckled 2mm ¿ 5mm distal of the bi-component weld. Microscopic examination presented no damage or irregularities to the balloon. An attempt was made to separate the omega and convey devices; however, due to solidified contrast the devices were soaked in a warm water batch for a week. When the devices were removed from the bath, the devices were able to be removed with no difficulties. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that removal difficulty was encountered. Access was obtained via right femoral artery. The target lesion was located in the left circumflex (lcx) artery. An omega¿ stent was deployed and upon removal of the delivery system, they were unable to withdraw the delivery system into the guide catheter. The procedure was completed with this device. No patient complications were reported and patient's condition is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).